Manufacturer narrative:
The insulin pump passed displacement test and self test. Sleep current within specifications. Low battery alarm was noted on long history file. The insulin pump was returned for power error alarm. Detailed trace analysis confirmed low battery alarmed and then power error alarm was triggered when back up battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window. No cracked display window noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received low battery alarm less than a week. The customer reported that the insulin pump had crack. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.